Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator failed power on self-testing (post) and had a saturation issue. There was no patient involvement at the time of the reported event. A non-medtronic/covidien service provider inspected the device and found the reported issue. They ran self-testing and the ventilator was in working condition. Medtronic/covidien was not authorized to repair the device.